Event description:
Reporter alleged the customer obtained the results of 280 mg/dl, 120 mg/dl and 180 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he took his normal 50 units of lantus insulin 1.5 hours prior to the results. The reporter's wife also stated he took insulin after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were all used, so no product will be returned for evaluation.

Manufacturer narrative:
.